Event description:
It was reported that pump displayed repeated malfunction alarm identified by code 16-0x20e6, with no blood glucose values provided and no further event details available from customer. There was no reported impact to the customer¿s blood glucose level. Distributor turned pump on and confirmed same malfunction alarm, then attempted restart by turning pump off and on again with malfunction recurring, and arranged for pump return and replacement pump to be provided, with no additional information received regarding final outcome.